Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging an inaccurate erratic comparison performed on his onetouch ultra2 meter and multiple inaccurate high comparisons performed on the subject meter compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately erratic and inaccurately high on (B)(6) 2015. He reported that on date/time unknown, he obtained alleged inaccurate results of ¿143 and 131 mg/dl¿ performed with the subject meter less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results falls within lfs¿ precision criteria. He also reported that on date/time unknown, he obtained an inaccurately high blood glucose result of ¿145 mg/dl¿ on the subject meter and ¿120 mg/dl¿ on an unknown doctor¿s meter, performed within 30 minutes of each other, and ¿158 mg/dl¿ on the subject meter and ¿146 mg/dl¿ on another unspecified meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs¿ accuracy criteria. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management regimen as a result of obtaining the alleged inaccurate results. He reported that ¿3-4 days¿ after the start of the alleged issue, he developed symptoms of ¿shakes.¿ he denied receiving any treatment for his symptoms during troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, she had used an approved sample site and the correct testing technique. Her test strips had been stored correctly and the test strip vial was not cracked or broken. The cca walked the patient through a control solution test and the result was in range. The issues were resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2015). The patient¿s meter and test strips have been returned on 5/8/2015 and evaluated by lifescan product analysis on 5/12/2015 and 5/21/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.